Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient and event information. Further information was requested but not received.

Event description:
It was reported that the patient was scheduled to have their system explanted for an unknown reason. No further information is provided.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.